Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation and his charger was unable to communicate with his ipg. Follow-up indicated a replacement charging system was unable to resolve the issue. No further info is available at this time.